Event description:
It was reported that during a remote device data review, a substantial decrease the battery longevity was observed from this subcutaneous implantable defibrillator (s-ICD). Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 60 days. The device remains implanted and in-service. The patient was stable with no adverse effects reported. Exhaustive attempts were made for information regarding the explant procedure, but a response was not received. Should any information be provided in the future, this record will be updated with results.

Event description:
It was reported that during a remote device data review, a substantial decrease the battery longevity was observed from this subcutaneous implantable defibrillator (s-ICD). Boston scientific technical services was contacted and confirmed the battery consumption was increasing gradually resulting in the premature depletion. It was recommended that the device should be replaced within 60 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.